Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that twelve (12) years, three (3) months post implantation of this 19mm surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe bioprosthetic valve stenosis, secondary to degeneration. A 20mm transcatheter valve was implanted, there was no leak, and the valve was functioning well. The patient tolerated the procedure and was taken to the intensive care unit in stable condition.